Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The unit was received with the lock having both rotational and lateral movement. It was also hard to lock and a residue buildup was present. Upon disassembly, it was noted that the lock will need new components added to replace worn internal parts. The skull clamp base teeth were worn and the base would need to be replaced. The device history record review showed no issues. The complaint was confirmed. The root cause was due to worn components and debris in the lock mechanism.

Event description:
A service and repair manager reported on behalf of the customer that an a1059 mayfield modified skull clamp's lock had lateral and rotational movement. It was unknown if the device was in contact with the patient or there was patient injury or delay. Additional information has been requested.